Event description:
Customer reported that she received a no delivery alarm and also a motor error alarm during bolus delivery. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; customer stated the insulin did not exit the tubing. Troubleshoot for no delivery was not completed due to the insulin pump being replaced for the motor error alarm. Customer stated that she is not sure of the event leading to the alarm but she walked three blocks wearing the insulin pump and it was very hot out. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value was 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.